Manufacturer narrative:
Feb. 04, 2016 10:48 am (gmt-5:00) added by (B)(6): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that a wheel fell off the mobile cart of the ventilator. There was no patient involvement. (B)(4).

Manufacturer narrative:
On (B)(6) 2016 09:19 am (gmt-4:00) added by (B)(6) ((B)(4)): our field service engineer(fse) confirmed that the reported ventilator carrier wheel was broken, and replaced it. The ventilator was returned to service after successful functional testing. A visual inspection of the returned carrier wheel clearly shows that the plastic in the wheel fork was broken, which explains why the wheel fell off the carrier when the ventilator was moved from one room to another. The broken wheel fork implies that it may have been exposed to a mechanical force above the designed specification. The root cause for why the wheel fork became broken, has not been established from this investigation.

Event description:
On (B)(6) 2016 09:05 am (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4).